Event description:
Customer was reportedly incoherent and was given juice by the school nurse. Customer tested 55mg/dl on the nurse's device while her device read 190mg/dl at the same time. No medical treatment received. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.